Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0sz9k, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4)

Event description:
The consumer reported that the interstim did not seem to be working. The patient went from going every 1.5-2 hours to going every 10 minutes. It happened right around the time when another relative changed the batteries in the patient programmer (pp). The patient felt stimulation and therapy was on. There was no medical procedure or electromagnetic interference (emi) exposure. It was noted that the patient fell right on the hip where the implant was located. The fall and return of symptoms occurred about (B)(6)-2015. They successfully increased from 1.4 to 1.8 on program 1 and the patient felt stimulation in the correct area. The patient had an appointment with the healthcare provider (hcp) next week. The change in therapy/symptoms was considered sudden. The patient's relevant medical history includes gastrointestinal/pelvic floor.